Manufacturer narrative:
No patient injury was reported. Device was received in with a damaged front panel and wear and tear on the housing around the battery holder assembly. Connected to an o2 source and powered on performing a visual inspection. The reported problem was duplicated. The root was cause was determined to be user damaged the front panel and switch cam. Replaced front panel and switch cam. Then, the device passed functional tests.

Event description:
(B)(4): it was reported that the o2 sensor not turning white when you plug it in the lights are not coming on and doing self-test. No patient injury was reported.

Manufacturer narrative:
No patient injury was reported. Device was received in with a damaged front panel and wear and tear on the housing around the battery holder assembly. Connected to an o2 source and powered on performing a visual inspection. The reported problem was duplicated. The root was cause was determined to be user damaged the front panel and switch cam. Replaced front panel and switch cam. Then, the device passed functional tests.

Event description:
Ro 1165060: it was reported that the o2 sensor not turning white when you plug it in the lights are not coming on and doing self-test. No patient injury was reported.